Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the hcp noted por on screen when connecting to ins with handset and communicator during appt. Reviewed this is normal following ins depletion. Hcp is with patient in office attempting to charge ins. Caller noted issues connecting handset and communicator, handset and recharger and recharger to ins. Reviewed components off when not in use. Hcp palpated ins and noted it was more lateral than they expected. After proper alignment recharging excellent at 10%.  No further complications were reported at this time.